Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician on (B)(6) 2010 - (B)(4). This case involves a woman (B)(6) who received a course of ten injections of poly-l-lactic acid (sculptra). She received her last treatment sometime in (B)(6) 2008. No additional treatment details were mentioned. Approx in (B)(6) 2010, the pt developed lumps under the skin (nos). Relevant medical history and concomitant medication info were not mentioned. Action taken - not applicable. Corrective treatment - unknown. Outcome - not recovered/ not resolved. (B)(4). Additional info received on (B)(6) in the form of (B)(4) investigation results and (B)(6) 2010 from a physician, respectively were processed together, and based upon the additional info received on (B)(6) 2010, this non-serious case received from a physician, upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the dhrs (device history records) and of the analytical results of these batches didn¿t show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Poly-l-lactic acid was injected on (B)(6) 2008, (B)(6) 2008, and (B)(6) 2008 into the cheek lines. A 12.5 cc of volume were injected in each region for indication of "to contour cheeks". Treatment details for all treatments were as follows: poly-l-lactic acid was reconstituted with 4 cc sterile water + 2 cc lidocaine. Batch numbers were 2a7021, a7022, and 1a7022 respectively. Massage was performed during treatment and by pt. Emla cream was used to prepare the pt for injection on (B)(6) 2008 and (B)(6) 2008. The pt's medical history is significant for fitzpatrick skin type ii and no history of immunological or collagen-vascular disease. Eighteen months after the first treatment, the pt developed granulomas at one injection site. Each measured 5-10 mm. There were no signs of inflammation. The nodules were visible, but no biopsy was performed. No medical intervention was performed. The event remains ongoing. There was no evidence of a systemic process.